Manufacturer narrative:
This is a prescription device, fitted by a dental professional. An investigation was performed on the device that was returned to the MFR. The device appeared to be properly fitted, and there was no device malfunction. The device is not sold as sterile. The materials the device is made from do not contain any known common allergens. The review of complaints shows no specific trends regarding allergic reactions. Investigation was non-conclusive. This is being reported as a potential serious injury due to allergic reaction.

Event description:
Consumer stated that the device had caused what appeared to be allergic reaction. Her tongue became thick with white coating and inflamed, similar to thrush. It was very difficult eat or drink. She stated and stopped wearing it three separate times to ensure that she had the same reaction and she did. She went to her dentist who told her it was probably an allergic reaction. Consumer also stated that she wears a partial plate as she has three teeth missing and wore it without her partial. She loves the product and wishes she did not have a reaction as it reduced her sinus problems and eliminated her snoring. She also stated that she has other allergies as well. I asked that she return the guard to us for investigation. She said she would. The consumer suffers from seasonal allergies and has always had them. She said that she used to be on medication for allergies. She also has sinus problems. She wore it once and had the reaction. She then stopped and waited for it to clear up and then tried again with the same results. She did not see a doctor, as she does not believe it is important enough to do so. She is sending the guard back to use because she cannot wear it and is only requesting a refund.